Manufacturer narrative:
The reported event of intermittent under-sensing was confirmed. Based on the information provided, it was determined that the intermittent under-sensing triggered 11 false pause episodes. The cause of the false pause episodes was extremely small r wave amplitude in the same range of p wave amplitude. In order to maintain detection sensitivity, the discrimination algorithm could not verify that it was r wave undersensing. The device performed per design.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with their insertable cardiac monitor (icm) exhibiting intermittent undersensing. No changes or intervention was reported. The patient condition was unknown. No further information was reported on this event.

Event description:
New information received noted that programming changes were implemented. The intermittent undersensing continued to occur. The patient condition was unknown.